Event description:
It was reported that the monitor boom arm from an advantx r and f x ray system detached from the monitor book yolk which resulted in the crt monitor with yolk to detach and fall to the ground. There was no injury reported for this event.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.